Manufacturer narrative:
This follow up report is being submitted to cancel the initial report sent in relation to this event, this initial report was submitted based on the reporting malfunction precedence for this device family for the malfunction 'stent fracture'. Image review received on the (B)(6) 2015 confirmed stent fracture did not occur in this instance. Image review received confirmed this stent was normal in appearance. Stent fracture was confirmed for related report 3001845648-2015-00191 only. This follow up report is being submitted to cancel the initial report sent in relation to this event, this initial report was submitted based on the reporting malfunction precedence for this device family for the malfunction 'stent fracture'. Image review received on the (B)(6) 2015 confirmed stent fracture did not occur in this instance. Image review received confirmed this stent was normal in appearance. Stent fracture was confirmed for related report 3001845648-2015-00191 only.

Event description:
Initial event description submitted in initial report on 30-sep-15 as follows: two zilver bare metal stents were placed in the patient's leg and each stent had fractured. This follow up report is being submitted to cancel the initial report sent in relation to this event, this initial report was submitted based on the reporting malfunction precedence for this device family for the malfunction 'stent fracture'. Image review received on the (B)(6) 15 confirmed stent fracture did not occur in this instance. Image review received confirmed this stent was normal in appearance. Stent fracture was confirmed for related report 3001845648-2015-00191 only.

Manufacturer narrative:
The incident meets criteria for MDR reporting based on the reporting precedence established for this product family for stent fracture regardless of the patient outcome. The information received relating to this event is currently being investigated. A follow up MDR will be submitted with the investigation conclusions. The incident meets criteria for MDR reporting based on the reporting precedence established for this product family for stent fracture regardless of the patient outcome. The information received relating to this event is currently being investigated. A follow up MDR will be submitted with the investigation conclusions.

Event description:
Two zilver bare metal stents were placed in the patient's leg and each stent had fractured. As per the above description of event received, two devices are involved in this incident. This report addresses the investigation of 1 x zilver bare stent (rpn was not provided). An additional report will be submitted in relation to the other device reported - report reference number: 3001845648-2015-00191.

Manufacturer narrative:
The incident meets criteria for MDR reporting based on the reporting precedence established for this product family for stent fracture regardless of the patient outcome. Common name and PMA/510(k) # could not be completed as the specific rpn and lot number of the complaint device was not provided. The stent was implanted in the patient therefore is not available for evaluation. Additional information has been requested to support the complaint investigation however to date no information has been provided. The rpn & product lot number associated with this complaint file are unavailable at this time. The cook ireland device details have been requested however to date the details have not been provided. Therefore cook ireland complaints department are unable to review the documents associated with this complaint file. The complaint file will be updated if the device details are provided. As the device was not available for evaluation, the complaint is confirmed on customer testimony. Due to limited information available for this complaint file, it was not possible to determine the root cause of the reported event. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. The incident meets criteria for MDR reporting based on the reporting precedence established for this product family for stent fracture regardless of the patient outcome.

Event description:
This follow up report is being submitted due to the conclusion of the complaint investigation. Initial event description submitted in initial report on (B)(6) 2015 as follows: two zilver bare metal stents were placed in the patient's leg and each stent had fractured. As per the above description of event received, two devices are involved in this incident. This report addresses the investigation of 1 x zilver bare stent (rpn was not provided). An additional report will be submitted in relation to the other device reported - report reference number: 3001845648-2015-00191.